Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer returned replacement meter - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 90 and 293 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated she stores strips in her purse and sometimes in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (customer stated she has to constantly reset the date and time): (B)(6). Memory concerns: 90mg/dl and 293mg/dl.